Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 383 mg/dl while wearing the pod on the arm for between 25 and 36 hours. Symptoms reported include hyperglycemia, nausea, stomachache and disorientation. The pod was removed by the medical staff and advised discontinuation of omnipod 5 treatment. The patient, was admitted to (B)(6) hospital: (B)(6). The patient was not using a sensor since (B)(6) 2025. Patient did not notify their provider until (B)(6) 2025 and received a new sensor on (B)(6) 2025. Patient did not activate the sensor correctly from their iphone app. Complete absence of blood glucose levels since (B)(6) 2025. Observed on glocko xt that basal delivery in auto-limited mode has been increasingly weak since (B)(6) 2025. The patient was discharged from the hospital after 5 days. Insulet notified dexcom of the incident on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.